Manufacturer narrative:
The event occurred in (B)(6). No product available to be returned

Event description:
Caller reports lancet protrudes beyond the end cap of the softclix device. No adverse event reported. The lancet device was discarded; therefore, no product could be requested to be returned for product evaluation.